Event description:
The suction channel on a reprocessed sterilmed arthrowand did not work during surgical procedure. Device replaced with non-sterilemed product and procedure continued.what was the original intended procedure?right shoulder arthroscopy, partial acrominoplasty and decompression of cuff and distal clavicle excision.device #1is this a laboratory device or laboratory test?no.